Event description:
Patient with history of hypertension and coronary artery disease, status post coronary artery bypass graft in a few years ago. The patient was exercising on a treadmill in the cardiac rehab center when the treadmill stopped suddenly and restarted, which caused them to trip and fall. The patient hit their chin on the treadmill when they fell and had some bleeding from inside their mouth. Sustained acute cephalgia, acute cervical strain, superficial laceration, left lower lip.